Event description:
It was reported that a speaker malfunction occurred. It was not confirmed if the device was still emitting sound. It was unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4 unique device identifier (UDI): the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. (B)(6).

Event description:
It was reported that a speaker malfunction occurred. It was not confirmed if the device was still emitting sound. It was confirmed that the device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomed. After speaking with the biomed it was determined that the speaker error message is coming from an x2 device and not from an mp50 as originally thought. The customer was advised to open a case involving the correct device. There is no evidence that the customer has opened a new case for the x2 device. It is unknown how the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.